Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 1. Customer's blood glucose (bg) level was 517 mg/dl. Customer treated elevated bg by administering a manual injection. Customer installed a new cartridge and the issue resolved.